Event description:
The affiliate reported the customer alleged elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one patient, involving unicel dxi 800 access immunoassay system. Subsequent testing recovered elevated results, above the acute myocardial infarction (ami) cutoff and within the risk stratification. Additional testing on an alternate methodology produced results within the normal reference interval. The elevated results were not released out of the laboratory. The alternate methodology results were issued. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. Quality control (qc) was within specification prior to and after the event.